Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sympathectomy. According to the rptr: the tip of the device broke in the cavity of the pt. No injury reported. No permanent damage. There was no bleeding in excess. The surgical time was not extended. The event did not prolong the hospital stay.